Manufacturer narrative:
This event occurred in (B)(6). No material expected to be returned from customer.

Event description:
The customer complained of erroneous results for 1 patient who is a child that was tested for troponin t sensitive (roche cardiac trop t sensitive) on an h232 instrument. The date of event was not provided. The initial roche cardiac trop t sensitive result from the h232 instrument was negative. The actual result was not provided. The sample was sent to an external laboratory where the result was 0.3 ng/ml. The customer believes the result from the h232 instrument as it matched the clinical condition of the patient. The customer repeated the same sample on a different day on the h232 instrument and sent it to an external laboratory where the h232 instrument result was negative and the external laboratory result was 0.3 ng/ml. No adverse event occurred. The customer does not intend to return any product as they consider the issue solved. No further information is available from the customer. The h232 instrument serial number was not provided. Neither the h232 instrument nor a similar device is sold in the united states.